Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the meter. (B)(4).

Event description:
Reporter alleged that the meter has damage to the connector pins, including melting of the plastic housing. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.